Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying error message user advisory (ua) 41 (patient temperature sensor failure) was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Additionally, the customer noted that the error message cleared itself. During visual inspection, cracked top cover and encoder covers were noted. The autopulse platform is a reusable device and was manufactured on 12/28/2007. Therefore, this type of damage is characteristic of normal wear for the life of the device. Archive review indicated error message user advisory 41 around the reported event date. The temperature of the patient contact surface exceeded 45 degree celsius for more than five minutes. The platform passed the initial functional testing without any error. The temperature sensor is working as intended for use. As a precaution to reduce the reoccurrence of the error message ua 41, both the power distribution board and the temperature sensor were replaced after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during training, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 41(patient temperature sensor failure). No patient involvement was reported.